Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through soft density tissue, the device needle was allegedly bent. Reportedly the firing button could not be pressed. It was further reported that there was difficulty in removing the needle from the patient. Coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photo was provided and reviewed. Each photo shows same maxcore device in different angles. In first photo the retainer is noted to be detached from the maxcore device, and a bent was noted to the needle in each photo. Based on the photo review the reported bent and identified detachment can be confirmed. Therefore, the investigation for the reported failure to fire and difficult to remove is inconclusive as no objective evidence was provided for review. However, the investigation is confirmed for the reported bent as a bent was noted to the needle and the investigation is also confirmed for the identified detachment as the retainer is noted to be detached from the device. A definitive root cause for the alleged difficult to remove, material twisted / bent, failure to fire and identified detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy procedure through soft density tissue, the device needle was allegedly bent. Reportedly the firing button could not be pressed. It was further reported that there was difficulty in removing the needle from the patient. Coaxial was used and the procedure was completed with another device. There was no reported patient injury.